Manufacturer narrative:
The device was received by the manufacturer, however, the leaking complaint could not be replicated. The drill was disassembled and an excessive amount of black oily fluid was discovered throughout the inside of the drill. It is suspected that the oil used to lubricate the pneumatic drill mixed with residual cleaning solution, resulting in the reported leakage. Numerous components were replaced, and additional preventative maintenance was performed. The device was repaired and returned to the customer.

Event description:
It was reported that during a craniotomy, a small amount of dark watery fluid leaked from the drill into the surgical site. The surgical site was promptly irrigated and readily available back-up equipment was used to complete the procedure, without causing a clinically significant delay. No patient or user injury was reported, and no adverse consequences were alleged with this event. It is unknown if an antibiotic was prescribed to the patient, as a result of the leaked substance contacting the surgical site. Attempts to obtain this information have been unsuccessful.